Manufacturer narrative:
The manufacturer representative went to the site to test the imaging system. The reported issue was not confirmed. They performed full test on the system and was unable to replicate issue. They inspected the oil tank and found it to be dry but no arcing was found. They replaced the oil and tested the system and no further issue were found. The system was performing as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a sacroiliac and thoracolumbar procedure. It was reported that the site got a generator error during a spin. It was a post spin and a patient was present. The delay time was under two minutes. The site has done successful spins since the incident. There was no impact to patient outcome.